Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for MDR regulatory awareness date, MDR due date and g3 on initial MDR submission. G3: date received by manufacturer - correction on initial MDR submission - correct date should be 2/29/2024. G3: date received by manufacturer - additional information for supplemental MDR g6: type of report - follow-up. H2: type of follow up - correction. MDR regulatory awareness date - correction on initial MDR submission - correct date should be 2/29/2024. MDR due date - correction on initial MDR submission - correct date should be 3/30/2024.

Event description:
Subsequent to the initial MDR, a correction is required.